Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited an increase in lead impedance and high capture thresholds. On (B)(6) 2016 the patient was seen again and the device was programmed to unipolar mode. No additional information was reported.